Event description:
It was reported that the catheter was leaking from a hole. A flexima drainage catheter was selected for use on the common bile duct. During the procedure, when final angiography was performed, a leak was noted at about 2/3 part from the distal of the catheter. A small hole was noted in the catheter where the leak occurred. The guidewire was inserted again and the catheter was completely removed together with the guidewire from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.